Event description:
It was reported that bd nexiva single port leaked. The following information was provided by the initial reporter: while inserting the IV, the backflow stop did not work, causing blood to flow out of the port.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 4156831. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was received along with a photograph for investigation. A gross visual inspection confirmed that the device had been used, and blood was observed beyond the grey canister, consistent with the reported leakage. Microscopic inspection revealed that the septum was not properly seated and the canister appeared damaged, which likely created a gap between the components and resulted in the leak. Based on this observation our engineers determined the root cause for this event is related to a misalignment in the manufacturing process. The appropriate manufacturing personnel have been notified of this finding to increase operational awareness.

Event description:
No new information.